Manufacturer narrative:
This report is submitted on 1 february 2021.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use, subsequently the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.